Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Reportedly, the customer saw no damage to the needle/syringe and was able to see insulin coming out of the needle. A new cartridge was successfully filled using the same needle/syringe. There was no impact to the customer's blood glucose level.